Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a malfunction alarm occurred. The customer performed a pump reset and resumed insulin delivery. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. No reported adverse impact to the customer¿s blood glucose.